Event description:
It was reported that the pt had her generator replaced on (B) (6) 2010 due to battery depletion and increased seizures. It was also noted that the eri = no. Attempts for further info and product return have been unsuccessful to date.